Manufacturer narrative:
Check of the dhrs: by checking the sterilization charts, no anomaly was found on: 35 cementless stem manufactured with lot#1806954 - ster. 1800219, 25 cta humeral head manufactured with lot#1609742 - ster. 1600202, 28 cta adaptors manufactured with lot #1908258 - ster. 1900218. Therefore, we can state that all the components have been properly sterilized before being placed on the market. Event occurred in (B)(6). Xrays/explants analysis: in order to perform a deeper investigation of this case, we requested pre-operative xrays to the complaint source but they were not available. Conclusion: at this stage, it is not possible to perform a deeper investigation of this case. Stating that: no anomaly was found by the check of the sterilization charts. Patient was found to be already infected at time of the current surgery. We can speculate that this event is not product related. Should we receive additional information in the future, we will provide an updated final incident report about this case. Pms data: according to our pms data, revision rate due to infection of smr anatomic hemi system is 0.07%. None of these incidents was product related. No corrective actions planned for this case. Limacorporate will keep monitored the market. Please, consider this MDR as a final report.

Event description:
Post-operative issue occurred on (B)(6) 2019 due to infection. Previous surgery was performed on (B)(6) 2019. According to the information reported, the patient had previous infected cuff repair which failed. As primary surgery, cta hemi was implanted to repair fractured glenoid. However, the samples at primary surgery were positive for infection. Therefore, the following implants were removed and a cement spacer was then inserted: smr cementless finned stem , cod. 1304.15.150, lot #1806954, ster. 1800219, smr cta humeral head ø42 mm , cod. 1323.09.420, lot #1609742, ster. 1600202, smr cta heads adaptor ø36 mm , cod. 1352.15.200 , lot #1908258, ster. 1900218. It was reported that bacteria mrsa was responsible for infection. Investigation check of the dhrs: by checking the sterilization charts, no anomaly was found on: 35 cementless stem manufactured with lot#1806954 - ster. 1800219, 25 cta humeral head manufactured with lot#1609742 - ster. 1600202, 28 cta adaptors manufactured with lot #1908258 - ster. 1900218. Therefore, we can state that all the components have been properly sterilized before being placed on the market. Event occurred in (B)(6).